Event description:
A caller reported encountering a minimum fill notification while attempting to load a new cartridge. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer initially faced difficulties, needing to fill tubing multiple times and eventually resolved the issue by loading a third cartridge, after which they successfully resumed insulin delivery.